Manufacturer narrative:
(B)(4). Batch #: unk. Reload - vasecr35 (lot no.t40j6p). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that when leaving the artery 5, it bled centrally from the staple line, although the device had triggered completely. In addition, the staples were not optimally shaped. There was a bleeding of about 100 ml of blood. The surgeon reacted quickly and was able to stop the bleeding, no further patient damage occurred.

Manufacturer narrative:
(B)(4). Batch # t5dg57. Device analysis: upon visual inspection of four photos, the following was observed: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information received: four photos received. Upon visual inspection of four photos, the following was observed: the photos show tissue and slight bleeding was noted. Also, the staples can be seen with acceptable formation. Based on the photos reviewed, the event describes of hemostasis controllable is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.